Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2018 with the following findings: investigation was not able to verify the alleged time/date reset to default setting in the black box data. The pump was running on default year 2007 for the duration of the black box available data and since (B)(6) 2018 according to the total daily dose history in the pump. The last basal delivery was recorded on (B)(6) 2007. The pump was powered on and exercised for 24 hours after which time the battery was removed from the pump for six hours and then reinserted. After reinsertion, the time and date did not reset to the factory default setting. The total daily doses added up to correctly reflect the user¿s programmed basal rates and the pump passed delivery accuracy testing. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 400 mg/dl with nausea, abdominal pain, chest pain, confusion, polyuria, polydipsia and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the time/date was not properly maintained by the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.